Event description:
On (B)(6) 2012, father reported a small amount of insulin leaked from the cartridge into the cartridge compartment of the infusion device. This occurred 1 year ago while the cartridge was in use, and he was able to dry the cartridge compartment with a cotton swab. The leak originated near the o-ring of the cartridge. The cartridge, infusion set, and adapter were discarded and are not available to return for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.